Event description:
Customer reporting 1 false negative sars result of a 4-day symptomatic patient performed during validation testing. Patient was confirmed positive for sars with another antigen test.

Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.